Manufacturer narrative:
Corrected data: h6 component code from cover to tip, d8, and d10. This supplemental report is being submitted to provide the results of the legal manufacturers final investigation as well as corrections. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the potential cause may be that the distal cover was not completely attached. Therefore, when load was applied to the endoscope during use, the distal cover may have been detached from the endoscope. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenvidescope distal cover (maj-2315) fell into the patient's mouth during the procedure. The procedure was diagnostic and it was completed using the same set of equipment. There were no reports of patient harm. Update: (B)(6) represents the distal cover maj-2315 (B)(6) represents the duodenovideoscope tjf-q290v cb-420984, 31jul2024.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.